Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that their insulin pump was damaged. The customer¿s blood glucose level was unknown. The customer states that the bottom of pump flakes off after overheating. . The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device was monitored in two days and no heat up noted. No damage found on the lcd isolation tape noted. Device passed all functional testing, including idle current test, run current test, self test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and rewind test. Device received with stained end cap sticker.